Manufacturer narrative:
The device history record for the reported lot number, m7206t304, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned without the original pouch packaging. Resistance was felt just beyond the medial point of the insert. The small end of the flex connector (15mm) was attached to the male insert of the double swivel elbow (dse). A certified ruler was placed next to the mated components, the distance between the leading edge of the flex connector and the top of the dse flange is 2mm. The flex connector was rotated, the dse male insert did not rotate with the flex connector. A lose connection was observed. All information reasonably known as of 02-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2018-00017 for the second patient. The device disconnected several times while on the patient. No additional information was provided.